Manufacturer narrative:
Requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens (iol) has patient contact and was being returned. No event information was provided. Additional information was received on (B)(6) 2023, which reported that the iol haptic was torn off as it was inserted in the patient's left eye. The lens was fully inserted. There were no delays in surgery before attempting to advance the lens. The issue was not due to use error. The lens was removed and another johnson and johnson lens was inserted as replacement (same model and diopter). No medical or surgical interventions were required. The patient is fully recovered. No further information was provided.